Event description:
It was reported that during a generator changeout procedure, an insulation abrasion was observed on the right ventricular lead. The lead was capped and replaced during the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.